Event description:
It was reported by service report that the battery enclosure had exposed sharp edges from being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.